Manufacturer narrative:
G4: 28sep2020. B4: 29sep2020. Information was received that the service for the device was completed and the reported issue could not be duplicated. As a precaution the service technician replaced the central processing unit (cpu). The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 02jul2020 b4: (B)(6)2020 information was received that the issue per the device diagnostic report occurred at the start of use and there was no delay to therapy due to the event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 20oct2020. B4: 21oct2020. Central processing unit (cpu) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that the root cause was due to the piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
It was reported that while in use the ventilator had a "check vent: backup alarm failed" occurred. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The manufacturer¿s international service technician inspected the device and could not duplicate the reported issue. The service technician found in the ventilator diagnostic logs an error code indicating a backup alarm failure.

Manufacturer narrative:
G4: 24jun2020. B4: 25jun2020. Due to no medical intervention. Type of report was changed from serious injury to non-adverse event information was received that the repair was canceled by the customer and the unit was return with no repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.